Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent shift/dislodgement. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an attempt to insert a 4.0x23mm xience sierra stent delivery system (sds) onto a guide wire was made; however, it was noted that the distal edge of the stent was shifted about 1mm toward the tip from its usual position on the marker. The sds was not used and there was no patient involvement. The procedure was successfully completed with a new 4.0x23mm xience sierra stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.